Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection, no visual damage or anomalies observed. Dilator was not returned. Hemostatic valve was found in its position. Further testing was then performed. During a second visual inspection, the device was found in good conditions. The investigational analysis completed 5/18/2020. The device was visually inspected and it was found in good conditions. The catheter was connected to cool flow pump, and no water leakage observed. A manufacturing record evaluation was performed, and no internal actions were found during the review. The customer complaint cannot be confirmed. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient], underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, and a hemostatic valve separation issue occurred. While preparing for the case when introducing the dilator on the vizigo sheath valve broke. The dilator had a little flared out looking damage on the tip. However, no obvious broken parts were observed. The vizigo sheath was replaced and the issue resolved. There was no report of patient consequence. Additionally, it was reported that when coming into ablation a high-temperature error was displayed on the smartablate generator. The cable was replaced but the temperature was not displaying on the smartablate generator. The catheter was then replaced and the issue resolved. The case continued. There was no report of patient consequence. The observed high temperature has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The observed hemostatic valve separation issue has been assessed as an MDR reportable malfunction.